Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g3, g6, h2, h3, h6 & h11. One 7f safesheath ii introducer sheath was returned under RMA# 1202109669 without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. According to the event description summary, after implanting an electrode, the doctor wanted to remove the sheath. The sheath had to be torn open and pulled out, but this was not possible and the sheath broke. The issue was resolved by pulling out with greater force and procedure completed successfully. Upon evaluation, it was determined that the sheath shaft did not break apart along the score line as intended. The hub and hemostatic valve broke apart as intended, then the shaft began to peel in a wavy/jagged fashion almost immediately underneath the hub, and it broke off after approximately 7cm. It appears that the rest of the shaft was cut with scissors as indicated by the straight cut more towards the distal part of the sheath shaft. Per mfg procedure (adelante, adelante-s and adelante-s2 sheath extrusion). Select the extrusion tooling (pin/die) for the part to be extruded. Prior to installing the tooling, measure and inspect the tooling to ensure its suitability for use. Document tooling measurement and condition. Refer to photos for examples of worn/damaged tooling. If the condition and critical dimensions of the tooling (pin/die) do not conform to the drawing, select a replacement and notify the supervisor in order to retire and replace the worn tooling. Do not use improper or damaged tooling. Six samples are to be sent to qa: the first two extruded parts, middle two extruded parts and last two extruded parts of each production run. For the two-score line model sheath tubes: perform spc charting on the peel strength and critical dimensions. This is to be performed on every 100th extruded sheath. Measure the peel strength of the extruded sheath per procedure. Measure critical dimensions using the vertex or optical comparator and the laser micrometer for the ovality. Peel test results and dimensional measurements are to be recorded in the extrusion spc data collection sheet. Per qa procedure (adelante-s introducer sheath in process and final inspection): destructive testing: break and peel test: sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Per IFU: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Returned device analysis revealed the sheath did not peel apart properly all the way along the score line. The probable root cause for the peel failure is likely attributed to irregular and thick score lines due to worn tooling. In conclusion, the review of the DHR did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment, however, the stated failure of the returned product was confirmed by our investigation and manufacturing operations have been advised of the reported complaint. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 3. B4, g3, g6, h2 & h11. H2. Correction: removed reference to CAPA which was listed by mistake. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer stated the patient had no impairment after the procedure nor after the difficult removal of the sheath. He is doing well. The type of procedure was the implantation of a pacemaker electrode. The sheath was used so that a pacemaker electrode could be implanted. After implanting an electrode, the doctor wanted to remove the sheath. The sheath had to be torn open and pulled out, but this was not possible and the sheath broke. The issue was resolved by pulling out with greater force and procedure was completed successfully. There was a 2-minute delay. No patient harm reported.

Manufacturer narrative:
The following sections were updated in follow-up 2. B4, g3, g6, h2 & h11. Added: CAPA issued february 2024 and closed august 2024. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.